Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Since the valve has been implanted for 4 years, it¿s very unlikely that the stenosis is due to any potential manufacturing issue. The valve remains implanted. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. This report is being submitted as part of a historic clinical review of events contained within the medtronic melody tpv: post-approval study of original (B)(4) study.

Event description:
Medtronic received information that 4 years 4 months post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.